Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible atrial undersensing was noted on stored electrograms. The device classified termination of event, arrhythmia appears ongoing. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.